Event description:
The user reported that the workstation portion of the system failed to boot to a usable state. No pt user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ups (uninterruptible power supply) was evaluated and found to be disabled. The ups was re-enabled. The system was tested and found to be working as intended and returned to service.